Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with non-sustained lead noise episodes. Review of the stored egms showed both true lead noise and undersensing of pvcs. The lead remains implanted. The patient condition was good after the event and no further issues have been reported. The patient will continue to be monitored.